Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report: 10/01/2014.. Date of follow-up report: 11/14/2014. Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that when the doctor activated the device, it failed to function. There was no patient injury, however the procedure was delayed by more than 30 minutes. The procedure was completed with another (B)(4) device. .